Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that five (5) years, nine (9) months post-implantation of this 25mm bioprosthetic mitral heart valve into the tricuspid position, a transcatheter valve was implanted (valve-in-valve) due to tricuspid stenosis (mean gradient = 17 mmhg) with severe regurgitation. Per obtained information, the valve is now sclerotic and, as a result, the patient has right-sided heart failure with congested liver and ascites. The patient underwent deployment of 26mm transcatheter valve and tee confirmed nice placement and function of the new tricuspid valve. The patient was transferred to the cticu in stable but critical condition.